Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to challenging patient anatomy (i.e., leaflet fragility), as per the physician. The reported tissue injury (anterior leaflet damage) and unchanged mr were related to the slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first clip was implanted with difficulty grasping but successfully. It was noted that after deployment of the second clip, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment / slda). Due to the slda, anterior leaflet damage was now present. At this time the mitraclip procedure was aborted with no change in mr. The next day the patient underwent a mitral valve replacement surgery. There was no clinically significant delay in the procedure and no additional information was provided.